Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporting facility reported. A 110-4hm catheter which zeroed and functioned as expected for approximately 24 hours. It was later noted there was no wave form on the monitor. The catheter was successfully revised. The revised catheter functioned as expected. No pt injury occurred as a result of the event. The initial catheter was disposed of at the reporting facility. Additional clinical info was requested from the reporting facility.